Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 495 mg/dl. Insulin pump keypad was not responding. They were unable to unlock insulin pump and change the infusion set system trouble shooting was declined. Customer did not report symptoms of high blood glucose. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.